Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. There was no adverse impact to customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method insulin therapy.